Manufacturer narrative:
(B)(4). Per DHR the product weckvista access balloon port 10mmx70mm, lot # 73g1500025 was manufactured on 07/06/2015 a total of (B)(4) pieces. Lot was released on 07/09/2015. DHR investigation did not show issues related to complaint. One sample arrive p/n 410944 without original packaging. Per document provided with sample lot number is 73g1500025. At visual inspections the complaint was confirmed the balloon was torn at the tip of the cannula. Failure mode "balloon perforated" from customer complaint was confirmed during visual inspection, the balloon was torn at the tip of the cannula. A possible root cause for this failure mode could be over inflation of the balloon. Per IFU "caution: over-inflation of the balloon may cause it to rupture." Another possibility is that the balloon could have been pierced by a sharp object. Sample evaluation confirmed failure mode "balloon perforated" for the reported complaint. At this time only two possible causes could be determined, over inflation of the balloon or a sharp object pierce the balloon.

Event description:
Alleged event: the balloon perforated and a piece of the membrane was lost in the patient's stomach. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the balloon perforated and a piece of the membrane was lost in the patient's stomach. The patient's condition was reported as unknown.